Manufacturer narrative:
(B)(4). No conclusion code available; failure event observed during analysis. A partial lead measuring 55.5cm was returned in two segments for analysis. External insulation abrasion was noted at 38.9-40.0cm from the distal tip, consistent with lead friction to the suture sleeve. The etfe coating was intact at this location. External insulation abrasion was noted at 8.0-8.1cm from the distal tip, consistent with lead friction to another device or feature of the heart. The silicone insulation was damaged during the surgical procedure at this location. External insulation abrasion was noted at 45.0-45.4cm from the distal tip, consistent with lead friction to the ICD can. The rv cables were partially melted at this location. (B)(4).

Event description:
This report is to advise of an event observed during analysis.